Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blurry during use. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The lcd screen was found to be white and unreadable. The device's lcd screen needs replaced to address the issue.